Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-12084 was reported in error. The damaged pins complained about during the first event on friday (B)(6) 2023 were reused in the second event on saturday (B)(6) 2023. Therefore this complaint (B)(4) was created to capture the deliver service issue.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femur insert/extractor handle broke.